Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary: customer returned (11) loose 0.3ml insulin syringes. The customer reported that the needle will not draw, the plunger rod is difficult to move and the needle hub separated. All 11 returned syringes were examined, and it was observed that 1 syringe exhibited a detached needle hub/shield assembly; no damage to the barrel tip was observed on this sample. It was also observed that 2 syringes exhibited deformed stoppers, which could lead to difficulties with plunger rod movement. The 10 syringes with hub assemblies attached were tested for flow, and all were able to draw and expel properly. A review of the device history record was completed for batch # 0349878 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, stopper disfigured). Bd was not able to duplicate or confirm the customer¿s indicated failure (not drawing). Root cause: dispatch #115208 was created for ¿dry barrels¿, the silicone barrels contained silicone but were not firing silicone adequately into the barrel. Corrective action: adjusted all 9 silicone guns. Performed breakout and sustaining test on 30 samples to ensure adequate silicone coverage throughout the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm were unable to aspirate with plunger rod difficult to move and the hub separated. The following information was provided by the initial reporter:   the consumer reported that needles will not draw, the plunger rod was difficult to move and needle hub separated inside of the shield. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm were unable to aspirate with plunger rod difficult to move and the hub separated. The following information was provided by the initial reporter.   The consumer reported that needles will not draw, the plunger rod was difficult to move and needle hub separated inside of the shield. Date of event: unknown. Samples: available.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm were unable to aspirate with plunger rod difficult to move and the hub separated. The following information was provided by the initial reporter :   the consumer reported that needles will not draw, the plunger rod was difficult to move and needle hub separated inside of the shield. Date of event: unknown. Samples: available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0349878 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.